Event description:
Additional information received reported that the "3998 lead" was explanted prior to (B)(6) 2012. The exact explant date of the lead was unknown. It was indicated that the reporter "thought it had been removed related to an infection between (B)(6) 2011 and (B)(6) 2012." It was further stated that the patient "got a new battery" after the removal. The time frame relating to the infection and lead removal was unclear. No further information was reported.

Event description:
It was reported the patient had an infection with the device, but the patient had no active infection issue going on now. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).